Event description:
It was reported that the patient had impaired wound healing and a suspected infection at the implant site. It was noted that medication for non-device related blood clot was prescribed which could be the reason for slow healing process. The physician inspected implant site and had patient remove bandages, advised walking and airing out. No further information could be obtained.

Event description:
It was reported that the patient had impaired wound healing and a suspected infection at the implant site. It was noted that medication for non-device related blood clot was prescribed which could be the reason for slow healing process. The physician inspected implant site and had patient remove bandages, advised walking and airing out. No further information could be obtained. Additional information was received that there was no infection. The surgeon attributed the problem to a blood clot and blood thinners. The patient stopped the blood thinners with permission from cardiologist, and the incision healed. No further action was required.